Event description:
Attempted to deploy stent and while inflation it was noted that the balloon was ruptured. Balloon would not inflate and stent did not deploy. Stent delivery system was removed with stent intact and no harm to patient.